Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 590 mg/dl and the cause was not known. The infusion set site was changed. A correction was delivered via the pump and manual injection. When bg was at 557 mg/dl, a valid incomplete bolus alert sounded as the customer had navigated to the pump bolus screen, but did not intend to deliver the bolus at the time and had preferred to address it with an injection. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.